Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. After the surgeon finished closing the skin, the tip of the needle was found to be missing. The surgeon failed to retrieve it with a magnet and it was too small to be detected on an x-ray. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.